Event description:
It was reported that during a hand assisted laparoscopic nephrectomy, the cartridge fell out of the device, but did not fall into the patient. The case was complete with the device, with no patient consequence.